Manufacturer narrative:
No product was returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 11 years 7 months post implant of this 27mm mitral bioprosthetic valve, the valve was explanted and replaced with a 29mm valve of the same model for unknown reasons. No additional adverse patient effects were reported.